Event description:
Info received indicates the svc required light is flashing and the bed is showing alarm codes 30-65, 10-66 and 10-19. The tech found fluid ingress on the siderail ucm board. The tech replaced the ucm board and cable to repair the bed.